Event description:
Silicone breast implants were implanted in 1987. Began experiencing the following problems during may/june of past year. Joint pain in all major joints except hips, unusual hair loss - bald spot about an inch in diameter. Significant loss of energy - waves of tiredness, burning sensation in ankles, feet, elbows, hands, shoulders, knees. Waves of nausea. Scalp sensitive to touch - intermittent.